Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issue could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10012241-0500 and lot# 25017428 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31jan2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd texium closed male luer with female cap was leaking the following information was received by the initial reporter with the following verbatim infusion room incident description: after approximately 15min of the treanda infusion started, the patient reports that there is a spot of wetness on her pillowcase at location texium cap is lying. This nurse inspected cap and noted it to be tightly intact and noted leaking around the area of attachment on the piv. The patient did not come in contact with the wetness on pillowcase. Texium then changed and infusion restarted. No further leaking noted. The patient wasn't exposed to the leak but this nurse instructed her to notify this office if her skin on her l lower extremity develops any redness or rash. She verb understanding